Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the problem was due to a fault in the pre-filter of the collimator. After replacement of the affected part, the system worked as intended. The customer was initially concerned that patients may have received an increased, reportable radiation overdose due to the above-mentioned defect, however, this could not be confirmed by the investigation. According to the review and risk assessment report, the additional risk is still very low despite the assumed worst-case scenario. The system was checked and repaired. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During a procedure, the user reported that the dose level administered was above a certain dose level. At this time, there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.